Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation peeled off. They put in the cannula but there was some resistance putting in the tool. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. It is unknown whether the device was inspected prior to use. A new device was opened with a delay of 5 minutes no harm to the patient.